Event description:
It was observed that during the device evaluation, cysto-nephro videoscope experienced tear inside the channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, it was confirmed that the channel tube was torn. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.